Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female who underwent primary breast augmentation with mentor smooth round high profile 290cc saline prostheses experienced bilateral pain beginning in 2015 post procedure. The pain was stated to be worse on the left side or when sleeping on her stomach. There was no known trauma. An ultrasound was performed, and no deflation was detected. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2019-22852 for contralateral prosthesis report.